Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the original customer service representative (csr) documentation and additional information obtained following a review of the call. The patient claimed that the meter was reading inaccurately at 12 noon on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of 196 mg/dl on the subject meter compared to 148 mg/dl on a onetouch vita meter, performed within 30 minutes of each other. The patient manages his diabetes with insulin and oral medications. It is unclear what action he took after obtaining the alleged inaccurate result. The patient claimed that a few hours later, he developed symptoms of sweating and not feeling well. He reported that at 3pm, he performed another comparison with the two meters and obtained a result of 94 mg/dl on the subject meter compared to 72mg/dl on a onetouch vita meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between both comparisons exceeds lfs 'criteria for accuracy. The patient reported that at 3:15pm on (B)(6) 2016, he self-treated his symptoms with food and/or drink. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the results. However, the csr also noted that the patient had wrongly used the same drop of blood for both tests, making the comparisons invalid. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.